Manufacturer narrative:
H6; the reported product involved with this event was returned for evaluation and the reported failure of excessive heat was confirmed by way of heat affected zones observed on the tip. The product was evaluated by product engineering who concluded that the root cause of the excessive heat is likely a combination of multiple factors. Excessive ¿on¿ time and insufficient ¿off¿ time which is outside the specified duty cycle detailed in the IFU. In addition, the very low irrigation setting (verified from the console logs) whilst ultrasonic power remained high led to increased temperatures in the part during use. Evidence of part heating was observed at the fracture site.

Event description:
It was reported that during a transsphenoidal resection of pituitary tumor surgery, the blade/knife broke. It was also reported that charring occurred prior to the blade/knife breaking. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully. This report addresses the instance of the heat causing charring.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device received but awaiting evaluation results.

Event description:
It was reported that during a transsphenoidal resection of pituitary tumor surgery, the blade/knife broke. It was also reported that charring occurred prior to the blade/knife breaking. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully. This report addresses the instance of the heat causing charring.